Event description:
It was reported to philips that it was not possible to do exposure. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to do exposure. Fse checked the log file and found that the image disk was unable to read or write to the bypass disk. To resolve the issue, fse unplugged the power cord and restored it manually. After the bypass and reseating of power cord, the system was returned to use in good working order. The codes were updated based on the investigation outcome.